Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a refrigerator was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to detect on the communication bus. The field service engineer (fse) assisted the customer through the steps to recover the refrigerator and bring it back on the bus. The fse confirmed that the refrigerator functioning properly. The system functioned as intended after the field service engineer resolved the issue.